Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that struts from the most proximal stent row were raised outwards distally from the balloon and damaged. In addition, the middle section of the stent was damaged and stretched. This type of damage is consistent with the stent encountering resistance during advancement/withdrawal. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x16mm promus premier¿ stent was selected; however, it was noted that the proximal end of the stent strut flared. The procedure was not completed. No patient complications were reported and the patient¿s status was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x16mm promus premier¿ stent was selected however, it was noted that the proximal end of the stent strut flared. The procedure was not completed. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).